Manufacturer narrative:
(B)(4). Customer complaint notes, stated crack damage. Insulin pump perform visual inspection and pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and stained address/serial number label. Insulin pump received unable to perform the displacement test. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. Insulin pump was confirmed for physical damage broken reservoir tube lip and missing reservoir tube o ring. Insulin pump failed required testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack at the back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.